Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. The unit was analyzed and ¿32056¿ error was found indicating ¿aca failed to initialize i2c device¿ on the 0x1 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing wa passed within specification. Once testing was completed, the yaw searchlight pca was further inspected, and no faults could be identified. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they experienced repeated 32056 faults on universal surgical manipulator (usm) 4. Tse instructed the user to perform a hard power cycle, but the faults persisted. The user indicated that they needed all four arms for their case and had an extra patient side cart available, and the user planned to check on the extra psc's availability and follow up with the surgeon. A procedure delay of 15 minutes was reported.